Manufacturer narrative:
A ge oec service representative investigated the issue and performed a filament calibration to repair the malfunction. The system was tested and found to be operating as intended. No negative patient effect was caused by the malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed a high ma error.